Event description:
It was reported that the user¿s ilet device stopped displaying continuous glucose readings while using a dexcom g7 cgm, and a caregiver contacted support to resolve a suspected communication issue between the ilet and the sensor. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention, alarms, or hospitalization. Investigation included guided troubleshooting and education, including bluetooth cycling, confirming ilet cgm configuration for g7, and reentering the four-digit pairing code, with instruction to allow time for pairing and to call back if unsuccessful. Investigation of this case revealed a likely pairing or configuration issue related to cgm communication, with no evidence of device malfunction or hardware damage identified during remote assessment. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error leading to temporary signal loss.